Event description:
It was reported that the right ventricular (rv) lead had high impedance at the shock coils after device changeout. The patient was brought back into the cath lab and the distal coil pin was found to not be pushed in far enough into the header when attaching it to the can. Once the lead was seated properly into the header and the set screw tighten, device and lead function were normal. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694758 implantable tachy lead, implanted: (B)(6) 2010; 407645 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).